Event description:
It was reported that this console did not able to reach the optimum temperature of -120 degrees. This visual-ice cryoablation system was selected for this procedure. During the procedure, it was noticed that the tip of the needle was reading -105 degrees instead of the optimal -120 degrees. The system also appeared to be using less gas than expected. Additional information suggested that the argon tank had been checked, and this same issue had occurred during other procedures with this console regardless of the channel or needles. The iceball was smaller than expected, however the patient treatment was noted as adequate to cover the targeted area and successful. No patient complications were reported.